Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room experiencing chest pain. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture. Chest x-ray confirmed that the rv lead had dislodged. After the device pocket was opened, purulent fluid and infection debris were noted. The entire system including the pacemaker, right ventricular (rv) and right atrial (ra) leads were explanted on (B)(6) 2025 due to infection. Additionally, the previous right ventricle (rv) and right atrial (ra) leads that were explanted on (B)(6) 2025 were likely to have caused or contributed to the infection. The patient was in stable condition.